Event description:
(B)(4). Initial info for this spontaneous case was received from a consumer on 07-nov-2007: a (B)(6) female received injectable poly-l-lactic acid (sculptra) on (B)(6) 2007 to treat hollowness in both cheeks. Lot number and exp date were not known. Pt denies medical history and use of concomitant medications. On (B)(6) 2007, she developed a bump at the injection site. It is not a large bump and not visible unless the light reflects it. She is able to palpate it. The event was ongoing at the time of the report. No further relevant info reported.

Manufacturer narrative:
Additional info for sculptra (lot #/exp date unk) from product technical complaint report (B)(4) dated (B)(6) 2007, received by (B)(6) on 15-nov-2007: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable.